Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 her calibration prompts will re-appear after she had calibrated the blood drop. There was no report any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation. Complaint of re-appearing calibration prompts was confirmed through the logs when reviewed on (B)(6) 2016. The root cause could not be determined post investigation.